Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. The device was returned for evaluation with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. For fire testing the trigger was unblocked and functional test was conducted successfully, the device worked as intended. The device was disassembled and no straps were found inside cannula shaft. No abnormalities were noted on internal device components. The provided device was fully dispensed. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2018 and absorbable straps were used. During the procedure, the device would not fixate the mesh to the tissue. A like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.